Event description:
A customer called baxter corporate product surveillance to report a unknown amount of four way standard bore stopcocks in which a leak was observed. According to the report, the stopcocks leaked from a fracture in the stem. The even occurred during infusion. There was patient involvement but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the reported condition cannot be confirmed or duplicated and an assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.